Manufacturer narrative:
Results: the handle was undamaged. Conclusion: evaluation of the returned handle revealed an undamaged device. During the functional testing the handle was tested with the test fixture and the result was within specification. The reported clicking sound could not be determined. Penumbra handles are visually inspected and functionally tested during incoming quality inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2019-00217.

Event description:
The patient was undergoing a coil embolization procedure in the cerebral artery using penumbra smart coils (smart coils) and a penumbra smart coil detachment handle (handle). During the procedure, the physician advanced the first smart coil into the target vessel through a non-penumbra microcatheter and attempted to detach it using the handle. After multiple unsuccessful attempts to detach the smart coil, the handle was removed. It was also reported that the click sound of the handle was different than normal. The physician then used a new handle and was able to successfully deploy the smart coil into the target vessel. The procedure was completed using the new handle and eight smart coils. There was no report of an adverse effect to the patient.